Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, not using antibiotics pre-operatively, and the patient not attending their post-op visit have been ruled out as potential causes. Additionally, inadequate fixation, the patient experiencing a fall/excessive twisting or stretching, and touching or picking at the wound have been ruled out as potential causes. However, the incision site was not irrigated with an antibiotic solution before closure. The commercial team member also noted that the patient is elderly, they have comorbidities, and there was concern about the patient's overall perfusion of the lower leg area where the pocket was created. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - patient is a poor candidate due to health, weight, age, mental capacity as the patient is elderly, they have comorbidities, and there was concern about the patient's overall perfusion of the lower leg area where the pocket was created (user error- clinician). - surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness, an infection, and wound dehiscence at the pocket site. Intraoperative and oral antibiotics were prescribed and an explant was performed on (B)(6) 2024. Cultures were obtained at the time of the explant procedure; however, the results are not available. The patient is recovering appropriately.